Event description:
It was reported that the patient's right ventricular (rv) lead had previous elevated thresholds in the bipolar configuration and was reprogrammed to unipolar. The rv lead also had high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).